Event description:
It was reported that while in hospital the pacer-dependent patient felt unwell and experienced episodes of syncope when taking deep breaths or standing up. Device interrogation revealed noise. The system was explanted and replaced. There were no further problems reported after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No medwatch form was received.